Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) reached 250 md/dl. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The device was received with the formed needle visible in the exposed portion of the soft cannula. The slide insert was partially visible in the top housing viewing window and the linkage assembly was observed to be in the partially deployed position. Download data shows an 0x18 empty reservoir alarm was generated during operation. After opening the device, the needle mechanism moved into the fully deployed position. Score marks were found on underside of the top housing, indicating a misalignment of the linkage assembly. The needle mechanism was reset and deployed as intended with no issues. The misalignment of the linkage assembly resulted in the needle not fully retracting into the pod. The device was returned with evidence of blood on the adhesive pad. During investigation, the hard cannula was observed to be bent. Under the inspection, the needle tip was found to be inadequate. It could not be conclusively determined when or how this damage occurred. The damage to the hard cannula and the exposed needle contributed to the reported bleeding/bruising event.